Manufacturer narrative:
The technician replaced the side rail slide bracket to resolve the issue.

Event description:
The technician alleged the side rail will not slide in or out and will not rotate. No patient impact.